Manufacturer narrative:
The patient had a root canal and a temporary crown placed and currently the patient is doing well just has some mild discomfort.

Event description:
It was allegedly reported that damon clear debonding plier fractured the patients tooth while removing a dq2 clear bracket.